Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported after the surgery the improvement was not ideal. The patient had swallowing difficulties, choking, gait freezing, mild depression and they were not sleeping well. The patient was now hospitalized in the rehabilitation hospital. It was unknown if any effective measurements were taken and the patient was currently observing in the hospital. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating the cause of the symptoms and need for hospitalization was unknown. The patient was still in the rehabilitation hospital for treatment and the symptoms had not been resolved.